Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hemoptysis remains unknown. Per the IFU, hemoptysis is a known inherent risk of trauma to the pulmonary artery during a cardiomems sensor implant.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
After successful cardiomems implant, the patient developed hemoptysis. The patient was intubated and admitted to the ICU. A bronchoscopy was performed. The patient was later discharged.